Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-may-2026, an arthrex subsidiary employee reported via email that an ar-1588btb-2j tightrope ii btb experienced an issue during use in an acl reconstruction procedure performed on (B)(6) 2026. After placement of the suspension construct and positioning of the cortical button, advancement of the graft toward the femoral tunnel was attempted. During insertion, only a portion of the bone block entered the tunnel, and further tensioning of the suspension system was not achievable. Attempts to reposition and advance the graft were unsuccessful due to the inability to further shorten or tension the construct. The suspension was subsequently cut, and the procedure was completed using an alternative screw fixation technique, and additional anesthesia was administered. The procedure was completed with no reported patient harm. Additional information was received on 14-may-2026: during tensioning of the device, no signs of suture fraying, twisting, or entanglement were observed. However, the surgical assistant noted resistance when attempting to advance the graft upward toward the femoral side, indicating that the adjustment sutures did not slide freely and prevented proper tightening. It was reported that only part of the bone block entered the tunnel during this step. There was no report of patient harm. Additional information was received on 22-may-2026: an approximate two-hour delay was reported during the procedure. The total surgical time was approximately seven hours.